Manufacturer narrative:
Concomitant medical products: dtba1q1, implanted: (B)(6) 2015; 4598-88, lead, implanted: (B)(6) 2015.

Event description:
It was reported that an impedance alert triggered daily due to the integrated bipolar impedance of the right ventricular (rv) lead dipping below the lower programmed limit. The physician turned off the impedance alert and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.